Event description:
The customer's father reported a blank display after inserting a brand new battery. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. No cosmetic damage was noted on the insulin pump.